Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "when the doctor checked the bronchial tube, he found that the cuff was leaking, making it impossible to use it normally." The issue was detected prior to use on a patient.

Event description:
The complaint is reported as: "when the doctor checked the bronchial tube, he found that the cuff was leaking, making it impossible to use it normally." The issue was detected prior to use on a patient.

Manufacturer narrative:
Qn# (B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. The pressure of the clear cuff and the blue cuff of the complaint device were then tested by inflating the cuffs to 25 mbar using a calibrated endotest. It was observed that the blue cuff was able to maintain pressure at 25mbar; however, the clear cuff would not stay inflated. A water leak test was then conducted on the returned sample by immersing it underwater. Bubbles were observed flowing out from the clear cuff indicating a leak. The area of leakage was observed under magnification and a tear was observed on the cuff. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The complaint of leakage was confirmed; however, a root cause for the issue could not be determined. There is a 100% leak test conducted at the manufacturing facility whereby any leakage would be detected prior to release. It is possible that the failure could be induced during product handling by the user, although this could not be confirmed.